Event description:
The customer contact reported kinks in the tubing set; subsequently, the tubing set was unable to be primed. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. During priming prior to pt use, the tubing set was reported to be pinched at several unspecified locations and was unable to be primed. The tubing set was replaced and therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.